Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the harmonic ace instrument failed to work. Use of the instrument was discontinued. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: no fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The instrument was analyzed and found to have blade damage. One of the blades was damaged but did not cause the instrument to fail self-test. Further investigation found that the instrument had a damaged teflon pad. A piece measuring approximately 0.050" x 0.048" was missing and not returned with the instrument. This additional observation is unrelated to the primary issue. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.